Manufacturer narrative:
Concomitant medical devices: product ID: e2dr01aa ipg, (B)(6) 2005.

Event description:
It was reported that the atrial lead fractured. The lead had non-capture, was oversensing noise and had undefined impedance. The lead had at one time been programmed off and was subsequently capped and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.